Event description:
It was reported from (B)(6) that prior to the surgical procedure, it was observed that the sagittal saw attachment device and attached saw head was preparing to make the cuts and when it came into contact with the patient's bone, the head stopped and did not function correctly since it was not activated when obturating the buttons on the handpiece and added to its malfunction and the head also overheated excessively. There specialist experienced discomfort while using the device however finally the surgery was completed successfully. There were no any effects on the patient. There were no delays to the procedure. The date of event was unknown but was known to have occurred in 2024. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. E1: (B)(6). UDI: UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During evaluation it was determined that the reported condition of the saw gets hot was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device was frozen/would not move, component damage and failed pre-test for general condition, check general function in the running mode and check the oscillation frequency with the frequency meter due to component wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The received photo was reviewed. The described failure by the customer was not confirmed. The received photo was reviewed and compered to a known good unit. It was found that the device passed visual inspection. Based on the provided photo a functional failure cannot be confirmed, since the device could only be tested visually. No defect found. No root cause since there was no defect found. Furthermore, the investigation is only based on the provided photo, further assessment will be performed if the device is received. As part of synthes quality process devices are serviced / inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: servicing this system requires regular maintenance service, at least once a year, in order to maintain its functionality. This service has to be performed by the original manufacturer or an authorized site. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.